Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision in 04/2009 and removal of mesh that had eroded into bladder on (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that additional removal of mesh was done on (B)(6) 2011.